Event description:
It was reported that the patient experienced recurring incontinence due to balloon fluid loss with an artificial urinary sphincter (aus). The aus balloon was explanted and a new aus balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: fluid loss was reported. The ams800 device was visually inspected. There was a leak in the balloon sphere at the adapter junction that was the result of fatigue. The balloon was not functionally tested due to the leak. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced recurring incontinence due to balloon fluid loss with an artificial urinary sphincter (aus). The aus balloon was explanted and a new aus balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.